Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient came back with fluid and infection after a knee replacement surgery. The surgeon noted that the suture was absorbing faster than it should have been and was not lasting as long as it should.